Event description:
It was reported that during hospitalization, the pt noticed "black" visual defect in the right eye only. This condition was not preexisting. It was determined that the pt had suffered an embolism to the retinal artery no treatment was administered and the outcome remains unchanged.